Event description:
It was reported that the wire in this urologist tray seems to be different. Customer used it for six or seven years now and never had a problem until recently. The wire has been bended in the last three cases that they have used the bard urologist tray. Customer kept had to open different wires. (Batch#nggy5965)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the wire in this urologist tray seems to be different. Customer used it for six or seven years now and never had a problem until recently. The wire has been bended in the last three cases that they have used the bard urologist tray. Customer kept had to open different wires. (Batch#nggy5965) and batch# unk).

Manufacturer narrative:
The reported event was inconclusive since no sample was return for evaluation. A potential root cause for this failure could be ¿lack of training - packaging pattern not followed". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.